Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. Service replaced the motor, front and rear housing, keypad and overlay. Service calibrated and reinstalled software and completed all testing. Use testing was performed. The problem source is the faulty motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.